Event description:
The facility representative reported a colleague infusion pump with a blank screen. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. The user interface module software version is unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4).device evaluation: the reported condtiion was confirmed and reproduced during product evaluation. The assignable cause was a blown 4a fuse. The 4a fuse was replaced to correct the reported condition.the user interface module software version is 6.13.90.baxter will continue to monitor similar reports to determine if further actions are required.should additional information become available, a follow-up medwatch will be submitted.